Event description:
The customer reported via phone call that the insulin pump alarmed with a button error while trying to prime. Customer's blood glucose was not known. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
A button error alarm occurred after boot up of the insulin pump. There was intermittent button response on the act button, due to corroded keypad traces. There was a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.